Event description:
Cap of trocar fell off of trocar multiple times during the surgical procedure. The device was taken off sterile field. Equipment malfunction led to a loss of pneumoperitoneum which prevented visualization of patient anatomy.